Manufacturer narrative:
The product was returned and an evaluation is in process. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a driver was found with a broken tip. This was detected outside of surgery and had no known surgical or patient impacts.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have sheared off in a manner consistent with a torsion failure. The cause cannot be definitively determined since it is not known how the device was being used when the fracture occurred. However, excessive force on the instrument may be a contributing factor. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper screw hole preparation and device usage.